Event description:
It was reported that during explantation of the ventricular lead, insulation damage was noted on the atrial lead. The atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was cut and returned in three pieces. Inspection of the 12 cm piece of lead found that the proximal insulation was damaged/abraded and the proximal coil was exposed at the same location. The proximal insulation was damaged due to friction to the implantable cardioverter defibrillator (ICD) can.